Manufacturer narrative:
No goods have been returned for investigation. The investigation of the received device log files can verify that the device panel/monitor has restarted. A monitor restart does not affect ventilation, the ventilation will continue with unchanged settings. The issue is either a hardware or a software related issue, which type of issue cannot be verified by our evaluation of the received logs. The investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
Manufacturer reference#: (B)(4). Importer reference #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). H3 other text: device not returned.

Event description:
It was reported that the ventilator started making high pitched noises and alarming and the screen went blank while it was connected to a patient. There was no patient harm. (B)(4).